Event description:
The disposable trial femoral component broke during impaction. The surgery was completed successfully.

Manufacturer narrative:
The disposable trial femoral component broke during impaction. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.